Manufacturer narrative:
An outside of united states (ous) customer reported visible smoke and fire from a dimension vista 1500 instrument. Customer was able to unplug the video cable and install a new monitor. Siemens is investigating the issue.

Event description:
A customer reported visible smoke and fire from a dimension vista 1500 instrument. The monitor with input cable was damaged. There are no known reports of patient intervention or patient/user adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2022-00153 on 17jun2022. Additional information (29jun2022): an outside of united states (ous) customer reported visible smoke and fire from a dimension vista 1500 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the information provided. Customer was able to unplug the video cable and install a new monitor. Factors such as failure due to normal wear, arcing of the monitor's video, or power cabling could not be ruled out. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.